Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. A second simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance and cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom (iipv; drain volume > 200% of fill volume) was not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A manufacturer review is in progress. A supplementary medwatch report will be submitted when additional information is received.

Event description:
A peritoneal dialysis (pd) patient reported discomfort during the first drain cycle of her continuous cycler assisted peritoneal dialysis therapy session and treatment was discontinued. Treatment data revealed a drain volume of 6123 ml from a fill volume of 1997 ml. The drain volume of 6123 ml is 306% of the fill volume resulting in a reportable malfunction. The patient's pd nurse stated that the patient experienced no adverse event as a result of the iipv (increased intraperitoneal volume).